Event description:
The surgeon was inserting a maxlock screw during a orif of lisfranc subluxation procedure. A k-wire was inserted to hold reduction of the 1st tmt joint. Then the screw was inserted and as screw contacted the wire, the threads stripped off the screw and the threads came out of the joint and so they were visible. The threads were removed and another screw was inserted that didn't contact the wire. Case outcome per the attending surgeon, was that there are no deleterious effects to the pt.